Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 100 retain samples from bd inventory were visually inspected, and no defective stoppers were found. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for defective stoppers. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, a recessed rubber cap of one of the vacuum blood collection tubes was protruding and defective. No patient impact reported.

Manufacturer narrative:
E.1 (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, a recessed rubber cap of one of the vacuum blood collection tubes was protruding and defective. No patient impact reported.